Event description:
Pt was being ssep, somatosensory evoked potentials, monitored while undergoing spinal laminectomy/fusion. Very early in the case the machine became inoperable. The entire machine was pulled from the room and the jack box was replaced. The machine was brought back into service and worked correctly for the remainder of the procedure.